Manufacturer narrative:
Data review of the event was completed by a clinical specialist (cs). The review indicated that there was general low arterial flow throughout the perfusion. However, root cause of the issue could not be determined from the data review. A service engineer (se) evaluated the device at the customer site. The device passed all testing. No issues were identified.

Event description:
The device user (du) reported that they experienced low inferior vena cava (ivc) outflow (< 1.5 l/min) and low arterial flow (0.0 to 0.1 l/min) as well as suction events further into the perfusion run. The du was concerned that there may be a device problem and requested diagnostic testing.